Event description:
It was reported that the patient presented in clinic two weeks post-implant with sanguino-purulent drainage from a small opening at the pocket incision site. The pacemaker was explanted; while the right atrial (RA) and right ventricular (RV) leads were capped and tucked back into the pocket with an absorbable antibacterial envelope. The physician believed that the infection was unrelated to Abbott device. The patient was in stable condition.

Manufacturer narrative:
Section B3 - The reported event date was an estimated date, and was reported as follow, "the patient returned to clinic about one week after generator change and had no signs of infection at the incision site. Approximately one week later, the patient returned to the clinic with what appeared to be sanguino-purulent drainage from a small opening at the incision site."